Event description:
A report was received that during a permanent implant procedure, the physician noticed signs of a possible procedure related infection at the lead extension site. The patient had just undergone a successful trial with the device. The patient was also experiencing symptoms of pain, redness and soreness at the exit site of the lead extensions. The physician believes the symptoms are related to poor dressing management. The physician explanted the leads and lead extensions. The patient was then prescribed oral ciprofloxacin antibiotics as a precautionary measure and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm. Model #: sc-2158-50, serial/lot #: (B)(4), description: linear lead with enhanced stylet, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.